Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and one clip was fed and formed as intended. Upon firing of the device, it was noted that the tip of the advancer was bent. It is known from history of the device that the bent advancer may lead to clip formation issues. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired malformed clips and clips did not hold on tissue. The case was completed with another device of the same product code. There was no bleeding and no patient consequences reported.